Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell and orientation dot observed assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
The patient's, healthcare professional reported, "rupture". Diagnosed by MRI". The device has been explanted and replaced with another manufacturer's device. This record is regarding the left side.

Manufacturer narrative:
Clarification to d6a: 2007 (year only reported). Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
The patient's healthcare professional reported, "rupture" diagnosed by MRI". The device has been explanted and replaced with another manufacturer's device. This record is regarding the left side.